Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed. H3 other text : not returned to manufacture

Event description:
Consumer reported that upon attempting to remove a tampon on 11feb2024, she was not able to locate the string for removal. She thought the tampon may have fallen out. At an unspecified time later, she reported abdominal cramping, pain and discharge with a foul odor. On (B)(6) 2024, she went to the emergency room where a pledget was removed from her vaginal cavity. She reported there was no defect with the pledget, she just feels the product is too small for her. She was not diagnosed with an infection and was not prescribed any medications. She reported on (B)(6) 2024 that her symptoms were resolved. No further medical appointments are planned.